Event description:
The customer reported that the fluoro image was showing outside the iris when closing the collimator. No patient was involved.

Manufacturer narrative:
(B) (4). The ge service rep centered the collimator. The system operates as intended. (B) (4)